Event description:
The customer reported during ventilation on a patient the device was not able to build up a pressure higher than 6cmh2o anymore on the 3100 a ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: root cause of failure is the leakage in the circuit system used by the customer which is a vyaire brand. Unfortunately, the bag is no longer available. For evaluation there are no issues with the 3100a ventilator itself. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.